Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported multiple patients with an unexpected target result postoperatively since the laser was replaced. The targets were noted to be approximately off by 0.5 to 1.5 diopters. Additional information requested. There are two related reports for this event. This report addresses the patient's right eyes and another manufacturer report will be filed for the left eyes.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A video was reviewed which showed during ablation a sponge is usually used to protect the hinge but at the same time interfering with the treatment. During on site visit the field service engineer(fse) found the bed position was off in y-direction, this however could not be determined conclusively as root cause for the reported event. The fse repositioned the patient bed, repositioned the laser as a preventive measure, and performed preventive maintenance and a full system check. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).